Manufacturer narrative:
Serial number for other contour meter: (B)(4). Manufacture date 01/2010.

Event description:
The advocate stated the customer's blood glucose was tested using 2 contour meters and he received readings of 533 and 127 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the customer's test strips for evaluation, but they were not received by the qa lab. Replacement meters and test strips were sent to the customer.